Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There were episodes of non-sustained right ventricular oversensing (nsrvo) noted via remote monitoring. Technical support was contacted and indicated that the nsrvo was due to noise on the rv lead. No intervention has been performed at this time and the patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that the noise was caused by lead dislodgement. The lead was explanted and replaced and the patient was stable with no consequences.